Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's lifevest was digging into her skin and caused a lesion under the front therapy pad. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest for a few days to let the lesion heal. Follow up indicated that the patient removed the lifevest and the skin irritation improved.